Event description:
It was reported that on (B)(6) 2012 the pt was putting a sock on her left foot and somehow dislocated the right hip implant. The pt reports the pain was excruciating. She was taken to the hospital emergency room. The implant was popped back into place. The pain has somewhat subsided but there is still pain and significant swelling. The pt is cautiously mobile and uses a cane for stability. The pt has an appointment to see the surgeon on monday, (B)(6) 2012 for f/u.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.